Event description:
It was reported the implant did not separate from the inserter handle during an arthroscopic repair leading to a three minute surgical delay. Upon closer inspection, it appeared the implant had been inserted too deep. The physician indicated the insertion markers were too difficult to visualize. As a result, the physician made additional bone holes as he was forced to pull the implant out of the bone. The procedure was completed with a competitor's product. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.